Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that an ultrafiltration (uf) issue occurred during a patient¿s treatment on a 2008k2 hemodialysis (hd) machine. The uf goal was reportedly set to 1,500 ml during pre-treatment setup, and during the treatment it changed to 3,000 ml (by itself). No other settings were altered. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The cn confirmed the reported problem. The cn stated that it happened twice during the same treatment. Both times, the uf goal was changed from 1,500 ml to 3,000 ml. The change in the uf goal was allegedly witnessed by two different patient care technicians (pcts). The cn estimated that the uf goal changes were caught approximately 1.5 to 2 hours into the patient¿s 4-hour scheduled treatment; a precise timeline could not be provided. The cn confirmed there were no manual uf adjustments made during the patient¿s treatment; the up/down arrow keys were not used or touched. It was reported that the correct amount of fluid was removed, primarily because the uf goal changes were caught soon enough. The uf was turned off to prevent too much fluid from being removed and the physician was notified that the fluid was pulled in a shorter timespan. The patient did not have any complaints or symptoms during or after the treatment, and there were no adverse effects experienced as a result of the reported event. No medical intervention was needed, and no medication or extra treatment was given to the patient. The patient¿s pre-treatment and post-treatment weights were 72.7 kg and 70.7 kg, respectively. The same scale was used for both weigh-ins. The cn stated the patient is continuing their hd therapy without further issue. The 2008k2 machine was pulled from the floor after the treatment was completed. Follow-up with the facility¿s biomed confirmed the machine was fixed. As recommended by fresenius ts, the biomed replaced the functional board to resolve the reported issue. The machine was then put back in service, and at the time of follow-up, was fully operational. The old functional board was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.